Event description:
It was reported that the stent partially deployed in the internal carotid artery (ica) as the physician was attempting to reposition the delivery system during a stent assisted right ica terminus wideneck aneurysm coiling procedure. Friction was encountered during advancement of the stent. The partially deployed stent was retracted back into the catheter, and the microdelivery system including the stent was removed from the pt. The physician successfully placed another stent to treat the aneurysm neck and procedure was completed. The physician stated that the stent partially deployed into the artery "due to tortuous anatomy, stent binded on wire during reposition and subsequently was pushed slightly out." There were no reported clinical consequences to the pt and the pt was reportedly in a stable condition.

Manufacturer narrative:
Add'l info regarding the event was requested and the following was determined: the system was visually inspected and no anomalies were noted. Continuous flush was maintained during the procedure. The rotating hemostasis valve (rhv) was adjusted during the procedure as per directions for use. The anatomy was very tortuous. There was resistance felt while the stent was accidentally partially deployed. The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. From the info provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The highly tortuous anatomy reported could be possible cause of high friction experienced during advancement of the stent. The high friction may have led the physician to apply excessive force to overcome the resistance in an effort to deploy the stent caused the partial stent deployment. As this is considered an anatomical factor, a root cause of operational context has been assigned to the reported event.